Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an alert for an right atrial (ra) lead impedance warning resulting in a polarity switch. The ra lead remains in use. No patient complications have been reported as a result of this event.